Event description:
Analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored for more than 24-hrs while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Additionally, the internal memory of the generator revealed that lead impedance fluctuated between high and ok values. This fluctuating impedance is typically indicative of an intermittent connection caused by a partial/incomplete lead fracture. An analysis was performed on the returned lead portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator; however, additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Based on the analysis, there is no evidence to suggest discontinuities in the returned portion of the device. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No additional or relevant information has been received to date.

Event description:
It was initially reported that the patient was scheduled for a full revision surgery for an unknown reason. Information was later received that the patient¿s generator and lead were replaced due to high impedance. It was also reported that during the surgery the patient¿s jugular vein was nicked which resulted in bleeding and was repaired by a general surgeon. A review of device history records for the lead and generator shows that no unresolved non-conformances were found. The devices met all specifications for release prior to distribution. The explanted generator and lead have been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.